Event description:
It was reported that the generator and ma errors prevented the system from producing fluoroscopic exposures. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was found to be working as intended and put back into service.